Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 97.0 and 125.0cm from the proximal end. The coil was intact with the pusher assembly and kinked approximately 10.0 cm from the proximal end. During testing, the ruby coil was advanced and retracted out of the introducer sheath, and significant resistance was encountered when the kinked segment of the embolization coil entered and exited the introducer sheath. Conclusions: evaluation of the returned device revealed the embolization coil was kinked. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully advanced or withdrawn against resistance, damage such as this may occur. The damage on the embolization coil may have contributed to the difficulty advancing the ruby coil through the px slim. The px slim mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the ruby coil stopped advancing abruptly and was removed from the patient. Next, the physician deployed and detached a new ruby coil into the aneurysm using the same px slim without any issues. The physician then injected onyx through the px slim without any issues and completed the procedure. There was no report of an adverse effect to the patient.